Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s son, the patient experienced feeling dizzy and shaking. When they went to check the cgm they realized that the wearable had fallen off. The reporter stated that there were no errors or alert from the cgm letting the patient know their wearable had fallen off. The patient¿s blood glucose was checked and was 39 mg/dl. The patient was given 2 protein bars, several tootsie bunch pops, and a glass of sprite. Despite this, the patient's condition worsened. She lost memory of her name, identity, location, and even her son¿s name. She then fell forward, resulting in injuries to her shoulders, head, hips, and knees. The reporter could not recall how much time passed between the symptoms and the wearable falling off. The son called for an ambulance. Once emt arrived the patient was transported to the hospital. While in the hospital, the patient¿s blood glucose was 41 mg/dl and she was treated with intravenous (IV) fluids and other medication (patient¿s son could not recall the medication, as well as the units) to bring the sugar up real fast. She was discharged from the hospital the same day. At the time of the report the patient is unable to walk. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Health effect - clinical code - 2355 - arthralgia.